Event description:
It was reported that the patient has been experiencing pain since having surgery. Patient is reporting that for months after surgery patient has been unable to bend her knee. Her knee also feels like a bowling ball is in her knee. Patient states that if she steps backwards, she loses her balance and is likely to fall. Also unable to use stairs. Patient went to physical therapy 3 separate times. Patient is currently using a cane to get around.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown left stryker knee.an evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4).

Event description:
It was reported that the patient has been experiencing pain since having surgery. Patient is reporting that for months after surgery patient has been unable to bend her knee. Her knee also feels like a bowling ball is in her knee. Patient states that if she steps backwards, she loses her balance and is likely to fall. Also unable to use stairs. Patient went to physical therapy 3 separate times. Patient is currently using a cane to get around.

Manufacturer narrative:
The patient confirmed the reported device is a depuy implant and not a stryker device.